Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 460 mg/dl. The customer treated with correction dose on pump using bolus wizard. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer mentioned that the minimed sticker fell off. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification. The pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, and a missing end cap sticker.